Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections include the following: the event date, the facility aware date, the patient code, the operator code, the device codes, patients involved, and other devices. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that prior to implant, the physician was unable to extend the helix. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.